Event description:
It was reported that a user contacted support seeking to return the ilet pump due to post-meal glucose management challenges, describing frequent meal announcements entered as ¿less than¿ for almost all meals followed by hyperglycemia. The event was characterized as a usage issue related to improper or incorrect procedure involving the user interface. Symptoms included hyperglycemia peaking at 250 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to failure to follow instructions for meal announcements, with the user interface implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.